Manufacturer narrative:
We received one (B)(4) catheter without the packaging for examination. The reported event of ¿balloon was unable to be deflated" was confirmed. The balloon was inflated with 4ml liquid as recommended per the IFU. The balloon took 2 minutes to fully inflated the balloon with extreme pressure on the syringe. The syringe was removed and the balloon took more than 10 minutes to fully deflate. A stylet wire was passed down the inflation lumen to locate the occlusion. No occlusion was found, the stylet wire passed the entire length of the catheter. The proximal windings were removed and the latex was inverted over the distal windings. The nylon yarn under the latex appears to be in good condition. The nylon yarn was removed and there was no gap between the spring coils to allow the inflation media to pass into the balloon. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the atrioseptostomy catheter was being used as per IFU for a routine atrioseptostomy procedure. Upon completion of the procedure the balloon was unable to be deflated. The balloon was able to be deflated after about 10 minutes of trying different techniques to do so. There was no patient complication reported.